Event description:
It was reported to hp that the ICU staff attempted to externally pace a pt who was experiencing a cardiac arrest using the m3501a defibrillator pads. The ICU staff reported that they could not achieve capture of the pt's heart activity using the m3501a pads. They switched to a set of hp m1749a defibrillator pads, achieved immediate capture and began to pace the pt. Unfortunately, the pt died. The ICU staff has made no allegation that the m3501a pads were the cause of death.